Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during a flush, fluid was coming out around the needleless connector at the connection to the peripherally inserted central catheter. No patient harm was reported.